Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of lung related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of lung related to a CPAP device's sound abatement foam. No medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Dust-like contamination at the air inlet, on the pca, in the blower box, throughout humidifier enclosure, on and under the heater plate, inside water tank, on the dry box seals, in the iso port and throughout the inside enclosure. Pil was able to confirm the presence of degraded sound abatement foam. Secondary findings were observed and 5 errors were logged. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to address the symptoms specified. In box d: device avail. For eval? (Rfb), date returned (rfb) has been updated. In box g: date received by mfg (rfb) has been updated. In box h: device avail. For eval? (Rfb), device eval. By mfg?, (device) problem code grid,evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.